Event description:
It was reported that the pump was submerged in water. Subsequently, a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have backup therapy and declined follow-up from tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.